Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately six months post procedure, the patient returned with discomfort and vaginal drainage. The protegen sling material was visible through the vaginal wall. The wound surgically closed and the patient remains continent. The patient's condition is good. The device remains in the patient. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."